Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. It was further reported that there were no kinks in the line and that the peripherally inserted central catheter (PICC) line flushed well, was not blocked, and the clamp was open. The device had been filled with 18000mg piperacillin / tazobactam in 240 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.